Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic sleeve gastrectomy, on firing the antrum, the staple line was incomplete at proximal part. Replaced by a new stapler and reload to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.